Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -7.5 into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2021. Intraoperatively the lens was removed. On the same date in a different surgery an alternate lens was implanted and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.